Manufacturer narrative:
Continuation of d10: product ID 3776-60 serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the cause of the lead issue during implant was the lead broke years ago. Pt reported that a new battery and leads were implanted on (B)(6) 2025. The patient was asked, but did not report if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3776-60 serial# (B)(6) implanted: (B)(6) 2009 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(6), ubd: 31-may-2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer's rep stated on the call that during the previous battery implantation, one of the leads would not go into the port. Rep is not sure of the date this happened. The patient is planning on having another battery change due to end of service (eos) and rep plans to discuss revision of the lead in order for the patient to have MRI capability.